Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the photographs identified a broken device. A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture related to the right side. Ultrasound and mammogram performed. Device has been explanted.